Manufacturer narrative:
Please note that the event date is unknown. The event date for this report is the alert date of (B)(6) 2014. The date of implantation is also unknown. No patient information was provided. No contact information/phone number is available. The report received from a patient¿s relative through the medical affairs department called for appointment card replacement and additionally reported adverse events. The patient had an unspecified stent implanted in an unspecified vessel for an unspecified reason. The date was not provided. On a not specified date, the patient experienced an unknown event which resulted in the need for stents to be replaced which was clarified as having an appointment to have stents put in her heart which was unable to be further clarified. No further information was available as the caller abruptly disconnected call. Additional comments: it is an unspecified stent, not a cypher stent. No additional information was provided including patient or caller contact information. The device remains implanted in the patient and is not available for inspection. Manufacturing records (DHR) could not be reviewed, as the product catalog and lot number are not available. Restenosis is a known potential adverse event associated with implanting coronary artery stents and is often associated with the progression of coronary artery disease. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken. Please note that this is the initial/final report for this product.

Event description:
The report received from a patient¿s relative through the medical affairs department called for appointment card replacement and additionally reported adverse events. The patient had an unspecified stent implanted in an unspecified vessel for an unspecified reason. The date was not provided. On a not specified date, the patient experienced an unknown event which resulted in the need for stents to be replaced which was clarified as having an appointment to have stents put in her heart which was unable to be further clarified. No further information was available as the caller abruptly disconnected call. Additional comments: it is an unspecified stent, not a cypher stent. No additional information was provided including patient or caller contact information.